Event description:
A customer reported a malfunction on their insulin pump, displaying a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support planned to replace the pump and instructed the customer on using manual injections as a backup insulin delivery method. Additionally, the customer was informed about the updated software in the replacement pump and was provided guidance on returning the faulty pump. Training for the new pump would be available through their tandem source account, and the customer understood the instructions.